Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered all of the insulin within five minutes instead of the one hour programmed. Customer programmed insulin pump for thirty minute delivery and the insulin pump will not delivery over one hour. Nothing further reported.